Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer stated that her blood glucose was 450 mg/dl last night. The customer stated that she already changed her site. The customer stated that the infusion set cannula looks like a j. The customer also had blood glucose reading of 58 mg/dl. The customer reported no delivery alarm. The customer was assisted with 5.0 unit fixed prime and insulin exited. The insulin pump was not returned for analysis.